Event description:
Upon removal of the delivery system after deployment of a 6x5 viabahn device, the physician noticed that the tip of the catheter was missing. He looked back at the vessel using fluoroscopy and located the tip in the vessel. He then successfully utilized a snare device to remove the piece of the catheter. There was no adverse outcome for the pt and the pt was discharged the next day.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specs were met.